Manufacturer narrative:
The pipeline device has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline did not open completely during a procedure. The patient was undergoing treatment for an aneurysm in the ophthalmic artery. The vessel was normally tortuous. All devices were prepared as indicated in the IFU. It was reported that the pipeline was partially released and there was a twist in the braid. The physician was able to recapture and remove the device. A device was replaced and the procedure was completed. There were no reports of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.